Event description:
It was reported that during a general anesthetic (endotracheal anesthesia), the oxygen sensor saturation decreases to 60% at a fine pulse. Open lung ventilation and increasing the fio2 did not show a significant improvement. The measured values were not convincing because the patient looked bright. An arterial bga showed po2>300 mmhg. Exchanging the pulse oximeter did not change the spo2 value. After changing the [master] main cable, the spo2 became 100%. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.